Manufacturer narrative:
One flotrac was received with attached pressure tubing for evaluation. The IV set was not returned with the kit. Examination revealed that there was no error message observed on the quality laboratory¿s vigileo monitor or the pressure monitor. The flotrac and dpt sensors both zeroed and sensed pressure accurately on both monitors. The electrical testing revealed that both the input and output impedances were within allowable specifications. The zero offset also met specifications per the IFU. There was no visible damage found from the cable connector. A device history record review was completed and it was confirmed that the device met specifications upon distribution. The complaint could not be confirmed during evaluation. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.